Event description:
It was reported that a pump pending alarm was occurring. On (B)(6) 2012, a pump replacement was performed. Then on (B)(6) 2012, the patient came to the emergency room (ER) because the pump was alarming. The pump was interrogated and no active alarm was occurring. The pump logs were checked and showed a motor stall on (B)(6) 2012 and motor stall recovery on (B)(6) 2012. It was noted that during the initial pump interrogation, there was not an attention dialogue regarding this pending alarm. The programmer being used was with aak version software. It was not determined what the motor stall was caused from. The pump system was being used to deliver morphine 40 mg/ml; baclofen 300 mcg/ml; and clonidine 300 mcg/ml. It was additionally reported that the patient was not having any symptoms when she heard the two-tone critical alarm sounding and went into the ER to have her pump checked. The motor stall and recovery occurred two months before the pump was implanted. The field representative noted they did not see the pending alarm message on the read-out following the pre-implant interrogation, although it was there, as she saw it later on the print out. The patient was doing fine, according to her physician, and was receiving adequate therapy. There was no plan to explant at that time.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4); product type catheter product ID 8578 lot# serial# (B)(4), implanted: 2012 (B)(4); product type accessory product ID 8840 lot# serial# (B)(4); product type programmer, physician product ID 8840 lot# serial# (B)(4); product type programmer, physician product ID 8840 lot# serial# (B)(4); product type programmer, physician. (B)(4).